Event description:
Pt stated that when they were attaching the anti-siphon valve to administration set, they noticed a piece of blue plastic inside the valve (presumably from the blue end cap). Has noticed x2. No other occurrences since. Did not use valve in fear of infusing plastic into veins.